Manufacturer narrative:
One arthropierce 35 degree up device was returned for evaluation of the reported complaint mode, ¿bent¿. The reported complaint was confirmed. Visual inspection identified that the distal end of the device was bent; the jaw was not parallel with the centerline of the handle, and could not be fully closed. The cause of the bend appears to be from excessive force being applied during use. Per the IFU under ¿precautions¿, ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ also the IFU instructs ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ a review of the device history records was performed, which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file.

Event description:
The device bent in the middle of the case; the device bent at the curve, during capsular shift. A competitor's device was used to complete the procedure.